Manufacturer narrative:
This patient received bilateral tmj implants in (B)(6) 2019. Following the implant surgery, the patient's left side dislocated. The surgeon performed a reduction but the patient subsequently developed an anterior open bite. A CT scan was taken on (B)(6) 2019 and it showed that the patient's condyles were not placed in the articular bearing as intended. On (B)(6) 2019, the patient was anaesthetized and the surgeon performed a closed reduction. He placed the patient in heavy elastics using temporary anchorage devices (tads) to adjust the bite but the patient dislocated again. The surgeon has decided to perform an exploratory surgery and will reposition the mandibular components on (B)(6) 2019.

Event description:
The patient's left side dislocated a week after surgery and the surgeon performed a closed reduction.